Event description:
It was reported that the customer was having issues with a broken distal port. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review for this lot found no issues relevant to the complaint. The device was received for evaluation. Visual inspection of the device revealed that the luer fitting and a portion of the locking collar (which surrounds the luer) appeared to have been broken off. The broken portion(s) was not returned for investigation. The damage observed suggest that a sideway force may have been inadvertently applied, as the luer was either being connected to or while attempting to remove the device from an undetermined connection. It is also possible that the larger size of a blood culture vacuum tube/bottle may have acted as a leverage fulcrum point. It is not known what device or connection was used in conjunction with the device by the customer at the time of the complaint. It is feasible that this interaction may have contributed to the issue that was observed by the customer. While this type of damage to the device has been identified as a complaint pattern, the root cause has not yet been determined with any certainty. This complaint pattern has been conveyed to the appropriate personnel to initiate further examination. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.